Event description:
It was reported that the patient came to the clinic after hearing a device alert sounding. Upon interrogation, low pacing impedance and noise were noted on the right ventricular (rv) lead. The lead was turned off and an extraction was scheduled to replace the lead at a later time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the right ventricular (rv) lead had a suspected fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the right ventricular lead integrity alert triggered, and the impedance trend on the rv pacing lead was decreasing. Beginning (B)(6) 2015, 47 ventricular sensing integrity counts (sic) occurred. Non-physiologic oversensing was not identified on the electrogram (egm), and lead to lead interaction between the atrial lead and rv lead is suspected of incrementing the counter. An rv lead integrity warning occurred on (B)(6) 2014 for 2 or more high rate non-sustained episodes and sic greater than or equal to 30 in 3 days. Rv pacing impedance measured 304 on (B)(6) 2015 ohms which is down from an impedance in the 400-500 ohm range. Concomitant product: ddbc3d1 ICD; implanted: (B)(6) 2013. (B)(4).